Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple malfunction alarms occurred. Customer continued to use the pump for insulin therapy. Customer's blood glucose was 156 mg/dl.